Event description:
A phlebotomist was using a 23 gauge push button butterfly. When she finished drawing the patient's blood she pushed the button to retract the butterfly from the patient's vein but the needle did not retract all the way. It seemed like the needle got stuck and when she removed it from the patient's arm it was partially exposed.